Event description:
It was reported that a patient presented for initial implant. When implanting the atrial lead, the physician experienced multiple dislodgements. Several repositioning attempts were made, but failed and eventually the helix was not able to extend. Another lead was used that exhibited no electrical signal. The physician used another lead and the procedure was completed successfully. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.